Event description:
It was reported that patient received a notification alert for non-sustained rv oversensing. Review of the egm noted oversensing of myopotentials. The oversensing could not be reproduced in clinic. The device remains implanted, and the patient will continue to be monitored remotely. The patient was in good condition following the event, and no further issues have been reported.

Event description:
New information received notes that myopotential oversensing continued to be seen. Reprogramming successfully resolved the issue, and the device remains implanted. The patient will be monitored with routine follow-up.